Event description:
During biomed testing of the device, "system error 37", "defib disabled" and "pace disabled" messages were observed. Complainant indicated that there was no patient involvement in the reported malfunction.